Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicap transfer sets had fluid flow with the twist clamp closed. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6, and h11. H11: two (2) actual samples were received for evaluation. Visual inspection was performed and a broken occluder leg was observed causing a leak through a closed clamp for one sample. There were no external leaks observed. The reported condition was verified for one sample. The cause of the damage could not be determined; however, a potential cause of the damage is exposure to foreign solvents, dyes, or cleaning agents that damage the transfer set. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.